Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. The issue appeared because the load in the loosening direction is applied when the patient circuit is attached or detached. Tightened the patient circuit connector with appropriate force. After that, functional tests and performance tests were conducted. The cause of the reported problem was traced to the device design. A device history record (DHR) review was not conducted. This design issue is not related to manufacturing or previous repairs.

Manufacturer narrative:
UDI and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury reported. No additional information is available for this complaint.